Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited oversensing on the rv channel when the patient is breathing deeply. There have been several non-sustained episodes, some with pacing inhibition since the patient is pacemaker dependent. The patient was tested at nominal sensitivity. ,